Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test to proof the penetrability of the valves we carried out a permeability test. These tests are carried out at a hydrostatic pressure difference of approx. 20-30cmh2o in the direction of flow. The test results show that both valves are heavily permeable. Adjustment test our adjustment tests are carried out with the standard progav 2.0 check- mate and measurement tool. The valve is adjusted from 0cmh2o up to 20cmh2o and down again in the same increments of 5cmh2o. The valve was adjustable to all settings. Braking force and brake function test to measure the braking force we tested the progav 2.0 valve with a braking force apparatus. Here it is measure how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the braking force shows the braking force operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test the test is performed with a miethke computer controlled testing apparatus. The valve is tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h and up again to 60 ml/h with the valve in both vertical position and horizontal position. Distilled water is used as the test liquid. The opening pressure is expected to measure at the reference flow rate +/- 2 cmh2o in the horizontal position and 0 +/- 4cmh2o in the vertical position. Result in order to verify whether the valves were compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. There were no visible deposits inside the progav 2.0 valve. However, even a small amount of blood or protein that is not visible can lead to temporary blockage and could be responsible for the suspected malfunction in the past. Inside the shunt assistant we have found a slightly build-up of substances (likely protein), which may have caused the suspected malfunction in the past. Based on our investigation results we cannot confirm a blockage or occlusion of the shunt. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions no further actions are required from our point of view.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav system caused an abdominal infection. A patient underwent a shunt system implantation on an unknown date. Sometime later postoperatively, an abdominal infection occurred. This issue led to removal of the device on (B)(6) 2018. Further details have been requested but not yet received.